Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: heartrail. The device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 75% stenosed, heavily calcified lesion in the moderately tortuous proximal left anterior descending artery (lad). During preparation of the balanced middle weight (bmw) elite ii, the core tip kinked during shaping. There was no reported patient involvement and no reported clinically significant delay in the procedure. A non-abbott guide wire was used. After pre-dilatation was done with a non-abbott balloon dilatation catheter (bdc), the 3.0x38mm xience xpedition stent delivery system successfully crossed the lesion; however, it was too far distally. When the sds was pulled for re-positioning, resistance was met with the anatomy. Upon removal from the anatomy, the stent implant proximal struts were noted to be flared. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.